Event description:
Hcll transfusion 2013 interface was configured by the user facility for only one type of test results from a provue instrument. When more than one test result was received in a single data file, the interface conversion from test result to hcll entry was based on the first one in the data file. The user experienced the incorrect reporting when aborh results were received for the absc from the interface engine, but within the hcll application the rh interpretation result was used for the absc.